Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown); correction made to a3: gender: female (previously submitted as ni). B5: the doctor extended the oral antibiotic to seven days. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. The leak was further described as 'fluids on the transfer set" and ¿small wet spot on the bed¿. This was observed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.